Event description:
Uterine resting tone fluctuated depending upon how the patient was positioned and whether or not the patient was pushing. Abdomen would palpate soft but resting tome was recording as 30-35 mmhg. Patient delivered viable pt without incident. Many devices from this manufacturer have been reading high for a period of time.